Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks due to right ventricular (rv) lead oversensing. The rv lead was possibly fractured. A magnet was applied, and the patient was transferred to another facility. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.